Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 52 mg/dl, 250 mg/dl, 165 mg/dl and 193 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0fahtkgkv has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. A watermark did not observed at the base of the tail. The returned sensor was further investigated and de-cased, partial sensor flag was observed inside the connector. Smu testing was not performed due to sensor flag stuck inside the connector. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software and extraction was successful. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and check the accuracy of the returned sensor's readings. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during test. The returned sensor was passed all test and no evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 52 mg/dl, 250 mg/dl, 165 mg/dl and 193 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.